Event description:
It was reported that the patient had a loss of therapeutic effect and had no stimulation sensation. The patient had incontinence that started 3 days ago when they noticed they were getting up at night and could not make it to the bathroom. The patient didn¿t recall when they last had stimulation sensation and the patient programmer stopped working today. The patient was not able to adjust stimulation and saw the poor communication screen and the switch position was assessed. The patient was able to get the programmer to work and got to the main screen and was on ¿level 3¿ at 7.5v and the stimulation was on. The patient was able to increase stimulation but reached the highest amount and switched to program 4 and started feeling stimulation at 4.9v. The manufacturer representative told the patient to change programs if incontinence had started and they had cycling programmed. The patient also noticed the third middle icon on the programmer of the low battery icon that meant the implantable neurostimulator (ins) was low. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient met with a manufacture representative for programming when they discovered a high amplitude issue. The patient¿s system was replaced because the patient was using high amplitudes and wanted to reposition the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v701764, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).